Manufacturer narrative:
Complaint records have been reviewed and no further complaints have been identified with the subject device batch. The DHR has been reviewed as part of the investigation. It was found that the mixed products were processed at the same time. Corrective actions have been implemented to prevent reoccurrence.

Event description:
A customer complaint was received by signature orthopaedics pty ltd on (B)(6) 2018 from signature orthopaedics USA representative stating: "signature us sale representative reported that opened size 4 tibia box (121-07-4004) and to my surprise there was a size 0 left femur (121-07-3000) in there. Also the sticker was for size 4 tibia."